Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The catheter was believed to be plugged; this could not be proven but it was reported to be the most likely scenario. The physician would not be operating on the patient to remove the catheter or put a new one in. The pump drug dose was reduced by 50%. On (B)(6) 2021 , they would program the pump to minimum rate and turn it off completely eventually. No pump removal was planned at this time. The patient was doing fine and using oral medications.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported that an MRI and x-ray were done "this week" (from (B)(6) 2020), and they were waiting for an interpretation the results.

Event description:
Additional information was received. The patient was brought in on (B)(6) 2020. They attempted to do a catheter access port (cap) procedure to see if they could aspirate the catheter, and it was unsuccessful. They checked the reservoir for the actual versus residual again. There should have been 32 ml left in the pump and they removed the full 40 ml. It was indicated they may be sending the patient for an MRI to see if there is a catheter issue and determine if they will plan a catheter revision. The event was not currently resolved, as they were deciding the best plan of action for the patient after imaging.

Manufacturer narrative:
Continuation of d11: product ID 8731sc lot# 0209356463, implanted: (B)(6) 2017, explanted: product type catheter, product ID 8731sc, lot# 0209356463, implanted: (B)(6) 2017, explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Street 1: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported a pump refill issue occurred on (B)(6) 2020. The patient went in for a routine pump refill. The expected volume should have been 4.6 ml, but the actual volume removed was 33 ml. The patient had no withdrawal symptoms, but since the end of august had increased oral pain management. The pump was refilled, the patient would be monitored and was advised about overdose. The plan was to bring the patient back in 2 weeks' time or sooner if the condition warranted it to compare the actual versus respected volume in the pump to check if it was working. The surgeon would be consulted to decide if a catheter access port (cap) kit and procedure was needed to troubleshoot for catheter issues. Contributing factors were unknown. The issue was not resolved. The patient status was alive - no injury. Further complications were not reported.